Event description:
Wound vac stopped working due to power failure according to wound vac screen. Nurse caring for patient attempted to plug wound vac into different outlets and reboot wound vac, but was unable to get it to work.